Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, the band could not be deployed completely inside the patient. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 1) (B)(6). Block e1 (initial reporter address 2) (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed. The handle was not returned; only the ligator housing was received. Upon visual inspection, the device was found to have five bands, and the suture was broken. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed. The device was returned with five bands; however, the handle was not included for analysis. Due to the absence of the handle, the most probable cause of the reported issue could not be determined. Without a complete evaluation of the device, it remains unclear what factors may have contributed to the event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2025. During the procedure, the band could not be deployed completely inside the patient. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.